Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: failure to cross with a graftmaster is an issue known to require a second device for additional procedure. Device issue: failure to cross. It was reported that the patient had two graftmaster stents placed previously in 2006, one in the right renal artery and one in the left renal artery. The patient returned to a different hospital on three weeks before, for a routine check of his other company's stent graft, which had also been implanted during the same procedure. A CT of the abdomen revealed that the graftmaster previously placed in the left renal had fractured. An attempt was made to treat the fractured stent with another graftmaster stent; however, during the attempt to cross to the lesion, a stent strut became flared. A new graftmaster stent was selected which crossed successfully for treatment. No patient effects were reported. No additional event or patient information is available.